Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 408 mg/dl on one of their meters. However, their other meters read in the 270 mg/dl and 280 mg/dl ranges. The customer treated via insulin pump bolus. Troubleshooting for the high blood glucose was declined. It is unknown if the auto mode feature was active during the hyperglycemia. The insulin pump was not returned for analysis. Unomedical set frn-model unknown-reservoir.